Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump unable to test occlusion and prime due to protruded and loose drive support disk. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
The customer reported that his insulin pump was malfunctioning while he was unsuccessfully attempting to rewind it, stating that insulin was continually coming out and the pump would not allow him to exit the preparing to prime loop. The customer's blood glucose was 340 mg/dl. He was advised to hold down the act button until receiving a series of beeps or numbers on the display, neither of which occurred. The customer was advised to revert to a back-up plan. Nothing further was reported.